Event description:
It was reported that the patient was experiencing inadequate pain relief. X-ray confirmed that the lead had shifted. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively and the device remains implanted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately two weeks after the implant procedure.